Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was on a plane when she had a button error alarm. Customers stated that the seat belt may have pressed the button. Customer's blood glucose was 180 mg/dl. Customer stated that it might have been the down arrow key. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The down arrow button on the insulin pump has intermittent button responds due to moisture damage on keypad traces. No button error alarms noted during testing. The device had cracked reservoir tube lip, minor scratches on the lcd window, cracked case at the display window corners, and scratched reservoir tube window.